Event description:
Caller states patient tested 4.3 inr on coaguchek xs system 1 and 2.9 inr on coaguchek xs system 2. No actions taken based on device results. Caller states patient's finger may still have been wet from alcohol when reported results were obtained. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in coaguchek xs system 2 (lot number 2018231, expiration date 10/31/2011). (B)(4).

Event description:
An emergency room patient with a suspected aortic aneurysm had a creatinine test run in the x-ray department and in the laboratory before contrast medium was administered. The creatinine results were discrepant. The initial creatinine result, tested on the reflotron plus device, was 44.2 umol/l and was reported to the clinician. The patient was administered the contrast medium and the x-ray was performed without any incident. The creatinine result generated in the laboratory was tested on an unknown analyzer, possibly a siemens device, and gave a creatinine result of >400 umol/l. This result was reported outside the laboratory to the emergency room and x-ray departments. According to the customer, due to the emergent nature of the x-ray, the x-ray would have been performed even if they had known of the abnormal creatinine. The patient's aortic aneurysm diagnosis was not verified and the patient subsequently died of severe mushroom poisoning. The resultant death due to combined liver and renal failure was not related to the x-ray. The creatinine test strip lot was 23777933.